Manufacturer narrative:
The device problem is not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy/others. After the procedure, they found a yellow foreign material from the excised specimen. The component was retrieved. No patient injury or extension in surgical time of 30 minutes or more. P atient status is no problem.